Event description:
It was reported that the 9900 system is completely down. Case moved to another system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced circuit breaker (cb2) and the surge suppressor board. The system was tested and found to be working as intended and placed back into service.